Manufacturer narrative:
E1: event city: (B)(6). Event country: (B)(6). Name: (B)(6). Country: (B)(6). Address ¿ line 1: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
It was reported in finland that the patient experienced infusion set leakage at the site on (B)(6) 2026, resulting in hyperglycemia. The patient was treated with insulin delivered from the pump.